Manufacturer narrative:
H.6. Investigation summary: DHR: the non-conformances were reviewed for this batch and there was no record of non-conformance associated with this batch. Samples were returned for investigation. The lot number and the expiry date are entered manually into the labelling system for the human readable data. The expiry date is again entered manually for the 2d barcode information. Therefore, the expiry date was entered incorrectly following an intervention on the labelling machine on the line. As part of the control plan, we perform a 2d barcode check for gradeability and readability of the barrel label. The check is performed every label roll / ribbon change and at the start of the shift. There is no health or safety risk to the patient. The labels do not incorrectly extend the expiration date in any case; and in all cases the human readable portion of the label is correct for the expiry date. On 25 july 2019, changes were completed to the system so that only one manual entry is required for the expiry date. This entry populates the data strings for the human readable and 2d barcode part of the label. Hence, if the human readable data string is correct then the 2d barcode data string will also be correct. The vision system 100% checks the human readable data for every label which is scanned via the production pick list and if the human readable expiry date on the label does not match the vision data string the syringe will be rejected. A corrective action project (CAPA 1088707) has been initiated to investigate the issue.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe had incorrect label information. The following information was provided by the initial reporter: material no. 306546 batch no. 9087501. It was reported that there is a scanning issue with flush syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe had incorrect label information. The following information was provided by the initial reporter: material no. 306546, batch no. 9087501. It was reported that there is a scanning issue with flush syringes.